Manufacturer narrative:
The device was returned to zoll medical corporation; upon visual examination of the device we observed extensive water ingress. Due to the condition the device was received, it was found to be unrepairable. The device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.